Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a depleted battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with depleted batteries. This condition occurred in the general patient ward and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.